Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted during the evaluation however, these defects were not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 10 years since the subject device was manufactured. Based on the results of the investigation, it is unlikely the positive culture was caused by the device. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, growth of bacterium could not be confirmed. The following is included in the instructions for use (IFU): "all channels of the endoscope, including the elevator wire channel and balloon channel, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope."

Manufacturer narrative:
After the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels/distal end/forceps raiser of the scope were cultured. No bacteria were identified. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The cleaning, disinfection, and sterilization of the scope was performed by the customer. The scope was precleaned. The bedside pre-cleaning occurred in the examination room under five (5) minutes post procedure with water. The instrument channel was cleaned with the olympus single-use brush bw-412t and mediclean forte. The cleaning brush for the instrument channel is disposed after a single use. The instrument channel/suction was brushed (suction cylinder to distal end and suction cylinder to scope connector) until no debris was observed in the bristles of the brush. The instrument channel opening was cleaned with the olympus channel-opening cleaning brush mh-507 until no debris was observed in the bristles of the brush. The forceps elevator vicinity (brushing behind the forceps elevator back and forth and brushing the side of the forceps elevator back and forth) was brushed until no debris was observed in the bristles of the brush. All channels were flushed with water. It was unknown if the biopsy valve, air/water valve, and suction valve were brushed /disinfected/sterilized. The water bottle was reprocessed by autoclave. Manual disinfection was not performed. Steelco ew-2 was used as the automatic endoscope reprocessor (aer) along with mediclean forte detergent and neodisher septo pac disinfectant. The endoscope and aer were compatible. All channels of the endoscope were connected to aer¿s injection ports and supplied with disinfectant. It was unknown if the disinfectant was used within the expiration date. The aer¿s disinfection process program was used according to the aer manufacturer¿s recommendation. The air/water channel, suction channel, and auxiliary channel were not flushed with alcohol. All removal parts (valves, water resistant cap) were detached from the endoscope. The endoscope was dried before prior to storage. The endoscope was stored in the drying cabinet, hung vertically with the distal end not touching the cabinet floor. The device was evaluated. The reported issue was not confirmed per the hygiene microbiological investigation. During inspection, it was noted the acoustic lens was damaged. The bending section was worn out. The connecting tube was kinked/broken under the protector. The distal end unit was scratched and had impact points. The s-connector air/water plug was deformed, and the charge-coupled device (ccd) cable was too short. The contact person/occupation of the reporter is unknown. A supplemental report will be submitted should additional information be made available. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope was cultured twice. In the first culture on (B)(6) 2021, the suction channel tested positive for thirty (30) colony forming units (cfus) of brevundimonas verticularis. In the second culture on (B)(6) 2021, the suction channel tested positive for thirty (30) cfus of undetermined gram-negative rods. The issue was found during a routine culture of the scope after a therapeutic procedure and after reprocessing. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.